Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp (intra-aortic balloon pump) and was unable to reproduce the reported issue. The fse checked iabp logs for any functional issues with pumping operation, and found none. To confirm the iabp was operating properly, the fse performed and completed preventative maintenance (pm). The unit passed all calibration, functional and electrical safety checks. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not inflate the intra-aortic balloon (iab). It is unknown under which circumstances this event occurred; however, there was no patient injury and no adverse event reported.